Event description:
Two cna's were transferring the resident from the shower chair to her bed using the lift. The sling under the resident ripped in half, causing the resident to fall, striking her head, necessitating stitches (approx 25) and follow-up care for possible fracture of left hand.